Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was being prepared for an anterior repair procedure. The patient age was reported to be over 18 years.according to the complainant, a hole about the size of the capio head was noticed in the inner package of the device after it was opened. The hole was located where the capio head was inside the pouch. There was no damage to the outside packaging and the sterile seal around the package did not appear compromised. This device was not used and the procedure was completed with another capio device. The patient's condition at the conclusion of the procedure was reported to be "great."